Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor was doing an off label yamane technique with 3-piece iol and the entire haptic broke off the lens. It was the surgeon's first time using ar40 model lens after many uses of za9003. Lens was fully inserted in the patient's eye and was removed. Patient was left aphakic. There was no injuries. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Correction: upon further review, the report was classified as a non-complaint and an inquiry. This was an off-label use of our device. The off-label surgical technique, involving haptic breakage and removal, was not reported as a device deficiency prior to using the yamane surgical technique. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.